Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the power button sticks was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the coupling head malfunction, gauge does not connect properly, the device failed power check with test bench, and the ¿upper¿ trigger was sticking. It was also noted that there was corrosion on the cover sleeve and the electric motor emits an unusual noise. The assignable root cause of these conditions was determined to be due to improper cleaning/care, which is user error/misuse/abuse, and component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive device power button was sticking. It was not reported if this event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.